Manufacturer narrative:
(B)(4). The incident device was received for evaluation. The returned product met specification as received. The investigation did not identify anything that would have caused or contributed to the reported event. The device was found to function normally and within specification. Without the original packaging or a reported lot number, the investigator cannot determine if the product was within the assigned expiration date at the time of reported incident.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that a plastic surgeon sustained a 2nd to 3rd degree burn to the left thumb while using the forcetriverse pencil. The burn was treated by being cleaned out and sterile dressing applied. The surgeon was then referred to the ER but declined to go.